Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 2.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at about 10 atmospheres, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of the same device. There were no patient complications reported.